Event description:
It was reported through the research article "a challenging case of eosinophilic myocarditis leading to heart failure and transplantation" that the patient had a case of eosinophilic myocarditis leading to heart failure and transplantation. The case led to fulminant cardiogenic shock that required immunosuppressive therapy on day 5 and implantation of left ventricular assist device (lvad) on day 30. Nine months after the initial presentation, the patient ultimately required heart transplantation. The patient tolerated the postoperative period well but continued to require dobutamine infusion for right ventricular failure. The patient was stabilized and discharged home with a milrinone infusion (0.125 mcg/kg/min) and frequent follow up. He was stable until seven weeks after being discharged when he developed worsening dyspnea requiring inpatient admission. Right heart catheterization revealed worsening right ventricular failure requiring an increase in his home milrinone does to 0.75 mcg/kg/min. Despite the increase in dose, he continued to have rv failure and required right ventricular temporary circulatory support with a protekduo device. The patient was hospitalized for eleven weeks, and nine months after his initial presentation, underwent transplantation as a donor heart became available.

Manufacturer narrative:
Section b3: event dates estimated as 7 weeks after implant date. Author citation: harmouch w, zhang jr, peterson jm, uran dp, buja lm, zhao b, boor pj, murrieta ji, chatila k, stevenson hl. A challenging case of eosinophilic myocarditis leading to heart failure and transplantation. Cardiovasc pathol. 2024 sep-oct;72:107666. Doi: 10.1016/j.carpath.2024.107666. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a heart transplant on (B)(6) 2023. The pump was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. The IFU also states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Additionally, section 6, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.